Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an uphold vaginal support placement procedure performed on (B)(6) 2014. According to the complainant, during introduction, the capio handle cracked. No part of the handle detached from the device. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the carrier is stuck extended approximately 4.5 mm. The carrier does not retract.

Manufacturer narrative:
Analysis of the returned capio slim device revealed that the handle is free from cracks and the housing seams on the handle are flush and secure. Therefore, the complaint, as reported was not confirmed. However, the carrier does not retract. The device was returned with the carrier stuck, extended approximately 4.5 mm. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.